Event description:
It was reported that prior to the start of the heart case, the device would not load a clip. The customer used another like device to complete the case with no patient consequence.

Manufacturer narrative:
Evaluation summary: no conclusion could be reached based on the analysis results as to what may have caused the reported incident. The instrument was returned with the cartridge cover broken off and the piece was returned. No functional testing could be performed due to the returned condition of the instrument. The batch record was reviewed and no anomalies were noted during the manufacturing process.